Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump has intermittent no delivery alarms that are not caused by kinked tubing. Issue has been reoccurring for two or three weeks. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised the device needed to be replaced. Customer also reported the device had damage. The motor is making a louder than normal noise when priming. Customer is unaware how damage occurred. Customer agreed to return the device for analysis.